Event description:
It was reported that the radio frequency (rf) head connector had an intermittent connection. Replacing the rf head did not resolve the issue. The rf head was either broken or damaged. The programmer and radiofrequency (rf) head were returned for repair, were analyzed and tested out of specification. There was no patient involvement.

Event description:
It was reported that the radio frequency (rf) head connector had an intermittent connection. Replacing the rf head did not resolve the issue. The rf head connector was either broken or damaged. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the head connector was loose, so the printed circuit board was replaced. (B)(4).